Event description:
Healthcare professional reported an unsuccessful attempt to flush and load the pronto lp onto an .014 guidewire during procedure preparation. An additional attempt was made post procedure to flush and load the lp onto an .014 guidewire at which time a piece of plastic was dislodged from the inner lumen of the lp's distal tip. It was reported that the pronto lp was not used in the procedure nor did it have patient contact.

Manufacturer narrative:
Event reported foreign material found in catheter just prior to procedural use. Device not used on patient or in patient contact.